Event description:
The below report was received by health authority FDA division director (reference number: mw5033188) on 05-feb-2014. The most recent information was received on 16-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("coil migration") and renal failure ("one of her kidneys failing") in a 32 year-old female patient who had essure inserted (lot no. 825626) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of delivery in 2011, loop electrosurgical excision procedure in 2007 and syphilis, trichomoniasis, parity 6 and multigravida. (B)(6) 2012 - hysterosalpingogram: it showed one side was questionable. (B)(6) 2013 urine, ultrasound and blood test which confirmed the pregnancy, 7 weeks of gestation without abnormalities. Concurrent conditions were listed as postpartum state and obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced pregnancy with contraceptive device ("pregnant") with nausea, vomiting and hyperemesis gravidarum. On (B)(6) 2014 she experienced renal failure (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), investigation noncompliance ("I was supposed to have it repeated but I never did have another test"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menstruation irregular ("irregular cycles") and was found to have hysterosalpingogram abnormal ("hsg showed one side was questionable"). The patient was hospitalised from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (salpingectomy). On (B)(6) 2014, pregnancy with contraceptive device had resolved. At the time of the report, the outcomes for the remaining events were unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was on (B)(6) 2013 and the estimated date of delivery was on (B)(6) 2014. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters, beginning at week 37. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. 3850g was the reported birth weight. The reporter considered device dislocation, genital haemorrhage, hysterosalpingogram abnormal, investigation noncompliance, menstruation irregular, pelvic pain, pregnancy with contraceptive device and renal failure to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.803 kg/sqm. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment : the reported adverse event is a known possible undesirable event and not indicative of a quality defect per se. Contraceptive failure may occur under the use of any contraceptive. In this particulcar case, also a treatment noncompliance was reported. 7 further ae case reports have been received to date in relation to batch no. 825626, but none of those cases refer also to a similar lack of efficacy type of event. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not give any reason to suspect a quality deficit (see technical statement). No complaint sample was provided for further technical investigation. The technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: pif received. Lawyer information, product indication, removal details, events: coil migration, pain, heavy bleeding, irregular cycles, reporter causality comment added. Case become serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033188) on 05-feb-2014. The most recent information was received on 29-aug-2022. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration') and renal failure ('one of her kidneys failing') in a 32-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery on (B)(6) 2011, loop electrosurgical excision procedure in 2007, multigravida, parity 6, trichomoniasis and syphilis. (B)(6) 2012 - hysterosalpingogram: it showed one side was questionable. (B)(6) 2013 urine, ultrasound and blood test which confirmed the pregnancy, 7 weeks of gestation without abnormalities. Concurrent conditions included obesity and postpartum state. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant") with hyperemesis gravidarum, nausea and vomiting. On (B)(6) 2014, the patient experienced renal failure (seriousness criterion hospitalization), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), investigation noncompliance ("I was supposed to have it repeated but I never did have another test"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menstruation irregular ("irregular cycles") and was found to have hysterosalpingogram abnormal ("hsg showed one side was questionable"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, renal failure, hysterosalpingogram abnormal, investigation noncompliance, pelvic pain, genital haemorrhage and menstruation irregular outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters, beginning at week 37. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. 3850g was the reported birth weight. The reporter considered device dislocation, genital haemorrhage, hysterosalpingogram abnormal, investigation noncompliance, menstruation irregular, pelvic pain, pregnancy with contraceptive device and renal failure to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Lot number: 825626, manufacture date: 2011-01 and expiration date: 2014-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5033188) on 05-feb-2014. The most recent information was received on 23-aug-2022. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration') and renal failure ('one of her kidneys failing') in a 32-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included delivery on (B)(6) 2011, loop electrosurgical excision procedure in 2007, multigravida, parity 6, trichomoniasis and syphilis. On (B)(6) 2012 - hysterosalpingogram: it showed one side was questionable. On (B)(6) 2013 urine, ultrasound and blood test which confirmed the pregnancy, 7 weeks of gestation without abnormalities. Concurrent conditions included obesity and postpartum state. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant") with hyperemesis gravidarum, nausea and vomiting. On (B)(6) 2014, the patient experienced renal failure (seriousness criterion hospitalization), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), investigation noncompliance ("I was supposed to have it repeated but I never did have another test"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menstruation irregular ("irregular cycles") and was found to have hysterosalpingogram abnormal ("hsg showed one side was questionable"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, renal failure, hysterosalpingogram abnormal, investigation noncompliance, pelvic pain, genital haemorrhage and menstruation irregular outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was on (B)(6) 2013 and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters, beginning at week 37. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. 3850g was the reported birth weight. The reporter considered device dislocation, genital haemorrhage, hysterosalpingogram abnormal, investigation noncompliance, menstruation irregular, pelvic pain, pregnancy with contraceptive device and renal failure to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Lot number: 825626. Manufacture date: 2011-01. Expiration date: 2014-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA division director (reference number: mw5033188) on 05-feb-2014. The most recent information was received on 09-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("right essure coil was seen through the serosa of the right uterine cornu"), device dislocation ("coil migration") and renal failure ("one of her kidneys failing") in a 32 year-old female patient who had essure inserted (lot no. 825626) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of delivery in 2011, loop electrosurgical excision procedure in 2007 and paratubal cyst, syphilis, trichomoniasis, parity 6 and multigravida. (B)(6) 2012 - hysterosalpingogram: it showed one side was questionable. (B)(6) 2013 urine, ultrasound and blood test which confirmed the pregnancy, 7 weeks of gestation without abnormalities. Concurrent conditions were listed as postpartum state and obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced pregnancy with contraceptive device ("pregnant") with nausea, hyperemesis gravidarum and vomiting. On (B)(6) 2014 she experienced renal failure (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2019. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), investigation noncompliance ("I was supposed to have it repeated but I never did have another test"), pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and menstruation irregular ("irregular cycles") and was found to have hysterosalpingogram abnormal ("hsg showed one side was questionable"). The patient was hospitalised from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (laparoscopic bilateral salpingectomy and salpingectomy). On (B)(6) 2014, pregnancy with contraceptive device had resolved. At the time of the report, the outcomes for the remaining events were unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period was on (B)(6) 2013 and the estimated date of delivery was on (B)(6) 2014. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2014. 3850g was the reported birth weight. The reporter considered device dislocation, embedded device, genital haemorrhage, hysterosalpingogram abnormal, investigation noncompliance, menstruation irregular, pelvic pain, pregnancy with contraceptive device and renal failure to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif) date(s) of removal: (B)(6) 2019 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.803 kg/sqm. Lot number: 825626, manufacture date: 2011-01, and expiration date: 2014-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-nov-2022: medical records received. Reporter information, event: right essure coil was seen through the serosa of the right uterine cornu, reporter causality comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.